Event description:
It was reported to boston scientific corporation on (B)(4), 2013 that a resolution clip device was used during a procedure on (B)(6), 2013. According to the complainant, there was a defect of the resolution clip material, more precisely a bad deployment of the clip. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be " none as the incident did not take place in an emergency situation."

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the cross pin is separated from the slider and is still attached to the control wire. The prongs were able to be opened to approximately 11mm. The device was actuated and deployed. Two clicks were heard. It was also noticed that the capsule tabs were partially open. The over sheath was bunched and accordioned. There was a kink in the control wire. Although failures were observed, the reported complaint could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that (B)(4) similar complaint exists for the specified batch.

Event description:
It was reported to boston scientific corporation on december 3, 2013 that a resolution clip device was used during a procedure on (B)(6) 2013. According to the complainant, there was a defect of the resolution clip material, more precisely a bad deployment of the clip. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be " none as the incident did not take place in an emergency situation."

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.